Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues, believed to be due to a sticky pump that prevented the component from working properly. A surgical procedure was performed to remove and replace cylinders and pump. There were no patient complications reported.